Manufacturer narrative:
Ous MDR. The mechanical and electrical properties of the lead were tested as part of the analysis. There were no deviations from the technical specifications that could be related to the clinical complaint. The cuts in the lead body probably stem from the explanation process. There were no indications of material defects or mfg errors.

Event description:
Ous MDR. An intermittent exit block was reported one day after the implantation. The lead was explanted.